Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA (B)(4), eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in maintenance and no patient was involved. The root cause was determined to be a faulty sensor board, respective faulty pressure sensor, which was replaced and the system then brought back to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Customer complained of 5507 error codes, this occurred on a ventilator that just got pm'd a few days earlier. Mixer valves were not the issue.